Event description:
This patient had medtronic heartware hvad lvad placed (B)(6) 2020 reference #(B)(4), serial # (B)(4). He was doing well, managing his own lvad at home. On (B)(6) 2022 he accidently disconnected the lvad from power then was unable to make it function properly despite multiple attempts of turning it off/on and changing the controller. He was on the phone with the lvad np who walked him through the various trouble shooting possibilities. He was taken to our facility via ems. Upon arrival he was seen in the ed, then taken to the operating room for an emergent vad exchange. During the surgery the physician was able to successfully implant a new device, however the patient had significant bleeding, despite receiving multiple blood products and clotting factors. Patient was taken to the ICU where family elected for comfort care due to continued bleeding. Pt expired (B)(6) 2022. There is a current recall on heartware lvad's reference #1103. This patient's specific serial number is not included in the recall. The recall states- heartware ventricular assist device (hvad) systems may experience a delay to restart or failure to restart at a higher rate than the overall population of hvad systems. A delay or failure to restart is only observed after a pump has been stopped (e.g. Double power disconnect, driveline disconnection, controller exchange, etc) and the probability of a pump stop increases with time on support. This patient did have a short disconnect from power, then the lvad did not function properly despite multiple attempts to troubleshoot. The delay in restarting of the lvad led to events that caused this patient's death. FDA safety report ID # (B)(4).